Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they been having issues with their cannula. The customer was advised to clear the alarm and disconnect the pump from the body. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 0.3 units. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.